Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer¿ 9nc 0.109m plus blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: "3 mos ago, I collected a patient's blood sample using a needle and syringe technique. I noted that the patient was difficult to collect bloods from the start. I then transferred the collected blood sample on the syringe to the bd blood tube (citrate tube, blue top) using a blood transfer device. As I was mixing the tube, I suddenly realised the tube cap popped off. Blood spilt to the floor and unto my gloved hands." As per phlebotomist, there were no patient blood exposure to phlebotomist's own skin. Phlebotomist was wearing ppe all the time. There was also no reported blood exposure back to patient